Manufacturer narrative:
This supplemental report was submitted to provide additional information from the legal manufacturer and to update the following sections: g3, g6, h2, h4, h6 and h10. The legal manufacturer performed the device history records for this device and no abnormalities were found. The investigation was completed by the legal manufacturer and determined that there is no manufacturing, material or processing related cause for this failure mode. Based on the evaluation results, the color tones were impacted because of a communication malfunction with the endoscope due to corrosion and foreign objects/debris found in the electrical contacts inside the connector. The legal manufacturer will continue to monitor complaints for this device.

Manufacturer narrative:
After troubleshoot, the technician further reported that the contacts were cleaned and inspected as prescribed by the technical support engineer and the connections and the unit passed the operational check. The subject will not be returned for service as it is back in service at the facility. The investigation is ongoing; therefore, the root cause of the reported malfunction cannot be determined at this time. However, if additional information becomes available, this report will be supplemented accordingly.

Event description:
The technical support engineer was informed by the biomedical technician at the user facility that the display monitor reportedly greyed out, had distortion and an e402 "df is not connected" error code with the evis exera iii video processor during an unspecified procedure. During troubleshoot the technician could not recreate the issue prior to calling into technical support.